Event description:
Caller reported that the t:slim x2 pump battery would not charge, and a power source alert was present in the pump history. There was no adverse impact to the customer¿s blood glucose level. Customer service instructed the caller to plug the wall adapter into a working outlet and wait for at least 30 minutes, after which the pump began charging. The issue did not lead to a pump shutdown, and no further assistance was required.